Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occured in (B)(6) hospital, baltimore, md. This medwatch report is filed on behalf of sorin group deutschland. Sorin group received a report that the magnet was missing from the pump cover of a 25 single roller pump. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the magnet was missing from the pump cover of a s5 single roller pump. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6) hospital in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the magnet was missing from the pump cover of a s5 single roller pump. There was no patient involvement. To resolve the issue, a replacement pump cover has been provided to the customer. No product was returned to sorin group (B)(4) for investigation. This issue is a known issue and is addressed by CAPA (B)(4). A review of the DHR could not identify any concessions, deviations or nonconformities relevant to the reported failure. A CAPA ((B)(4)) has been opened to address this issue and change order (B)(4) to change the mold has already been implemented as a correction.